Event description:
It was reported that the wireless monitor showed that the invalid diagnostic data from the implantable cardiac defibrillator (ICD) and that the device had several parity errors that did not trigger a power on reset. It was also reported that the patient had received radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Std review - diagnostics problem s2d file _04121349 shows 44 - parity error count in log, 4 - parity error index on (B)(4) 2011 in the timeframe between 00:17:07 and 08:37:05.